Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous nurse report from the USA of chest pain, peritonitis and fatal myocardial infarction in an (B)(6) male patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) and extraneal viaflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting nurse stated that on an unknown date the patient experienced a cardiac event. On (B)(6) 2010, the patient was hospitalized for the cardiac event. On an unknown date in 2010, while in the hospital, the patient was diagnosed with peritonitis. Treatment information was not provided by the nurse. Dianeal and extraneal therapies were ongoing at the time of the events. It was unknown whether the events resolved. The patient's concomitant medications were not reported. Per the nurse, the adverse events of cardiac event and peritonitis were not related to dianeal pd4 ultrabag and extraneal viaflex therapies. Follow up information (17nov2010): further information was obtained by the pd nurse. Adverse event and causality information were added or revised. The event of cardiac event was amended to chest pain. The event of fatal myocardial infarction was added. In (B)(6) 2010, the patient experienced chest pain and was hospitalized. On an unknown date in 2010, while in the hospital, the patient was diagnosed with peritonitis. On (B)(6) 2010, while in the hospital, the patient experienced a myocardial infarction and died. Treatment information was not provided prior to death. It was not reported whether an autopsy was performed. The nurse had no further information regarding the peritonitis. Per the nurse, the events of chest pain, peritonitis and fatal myocardial infarction were not related to dianeal pd4 ultrabag and extraneal viaflex therapies. This complaint is against the transfer set, but the product code and lot number of the transfer set in use at the time of the event were unknown.

Manufacturer narrative:
(B)(4): the device involves an unknown product number, therefore the date of this peritonitis episode is unknown, and patients discard supplies after therapy, the sample was not requested. A 510k number was not included in the MDR as the product code and lot number is unknown. Further information will be provided as it becomes available.